Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: -, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during sacral joint and lumbar vertebra (lower spine, middle spine) procedure. It was reported that abnormal images occurred. After rebooting, normal images were obtained upon re-imaging. Based on the situation, it is judged that the issue was caused by the detector firmware. This occurred intraoperatively, and there was no reported impact on patient involved. Additional info received that a dose report was not obtained. Before the reboot, two 2d images were saved and one 3d image was taken.